Manufacturer narrative:
No product has been returned for evaluation. The pss1000 cap screw is not compatible with the slp6535 6.5mm x 35mm s-lok polyaxial screw. These products are from two different pedicle screw systems are not designed to be used together. Root cause is attributed to user error. (B)(4). Review of complaint history, from january 1, 2008 to october 24, 2014, did not find any previous reports of this nature involving using parts from two different systems.

Event description:
It was reported that during a procedure performed in the (B)(6), the pss1000 cap screw became loose after torquing it into the tulip head of the slp6535 6.5mm x 35mm s-lok pedicle screw. The pedicle screw was removed and replaced with another screw of the same size. This resulted in a delay to the procedure of twenty (20) minutes.